Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that due to abdominal pain, vaginal discharge and urinary difficulties, patient underwent mesh revision and vaginal scar tissue repair on (B)(6) 2009. (B)(4).

Manufacturer narrative:
It was reported that the patient had surgery on (B)(6) 2009 to release of vaginal adhesions, excision of mesh, rectocele repair, cysto. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.